Manufacturer narrative:
Device evaluation summary: the closurefast catheter was returned for analysis. The catheter was examined, and the heating element/coil was observed to be damaged. Visual inspection under magnification revealed fep damage. A cut was observed on the fep in coil. The coil was observed to be exposed. Red sanguine material was observed in the damaged region of the fep. The catheter cable connector was examined- a gel like material was observed inside the connector. The gel material was observed to have contacted the pins. Due to the severity of the damage, the device could not be connected to rfg generator in the analysis lab.

Event description:
The physician intended to perform a radiofrequency ablation procedure using a closurefast catheter. IFU was followed. It was reported that the catheter was not responding to the generator, when connected. The error message ¿¿catheter not recognized¿¿ was displayed on the generator. Generator was not power-cycled. The procedure was completed by using a second catheter. No patient injury reported.